Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms, with some intermittent pacing impedance measurements of greater than 2,000 ohms. A lead fracture was suspected. It was noted the patient had not had a device check since it was implanted. A review of the implantable cardioverter defibrillator (ICD) arrhythmia logbook revealed inappropriate episodes that were stored due to oversensed noise. One episode showed inappropriate anti-tachycardia pacing (atp) was delivered, but the patient did not receive any inappropriate shocks. It was also reported that this ICD was implanted in a sub-pectoral orientation and was included in the sub-pectoral advisory. A boston scientific technical services consultant discussed troubleshooting to determine if the noise and out-of-range lead measurements were due to a lead fracture or a compromised device header. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned severed in two segments. The distal segment was missing the tip electrode. Detailed analysis noted insulation abrasion that was through to the distal high voltage cable and the rs- conductor coil; this would result in an open electrical pathway. The abrasion was 19-20 cm from the is-1 terminal pin and was most likely caused by lead-on-can contact. Inspection of the lead tip confirmed the distal electrode was missing and appeared to have been pulled apart during the extraction procedure. Laboratory analysis concluded that the out-of-range pacing and shocking impedance measurements that had been observed clinically were caused by the lead insulation abrasion.

Event description:
Boston scientific received additional information. The leads and device were explanted and no new system was implanted as it was determined the patient did not require defibrillation therapy. During the procedure, the rv lead was observed to have abraded insulation and was fractured under the device. When the lead was removed, the tip of the lead broke off and remained within the patient's heart. No surgical intervention was performed to retrieve the lead tip. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted products are expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The physician elected to program the ICD off, as no shock therapy had been needed by the patient. A device and lead extraction was planned, and a new electrophysiology (ep) study will be performed to determine whether the patient should have a new system implanted. This report will be updated when additional information becomes available.